Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another device (freestyle). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on the morning of (B)(6) 2016 she obtained blood glucose readings of ¿358 mg/dl¿ with the subject meter and ¿129 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient is on insulin pump therapy. She reported administering an unspecified dose of insulin in response to the alleged issue. The patient reported that 30 minutes after the alleged issue began she developed symptom of ¿shakiness¿. At the onset of the symptom, the patient claimed she tested her blood glucose with the subject meter and obtained a result of ¿297 mg/dl¿. Despite the alleged elevated result, the patient reportedly treated herself with food and drink shortly after she began to feel symptomatic and proceeded to the emergency room (ER). The patient claimed her blood glucose was measured on the ER device and found to be ¿fine¿. No additional treatment was received. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. The subject products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.